Event description:
It was reported by the customer that bd pyxis¿ es refrigerator was unable to recover and displayed an error that the device was not detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on the bus. A field service engineer (fse) rebooted the pyxis station and tested the refrigerator in the hardware test application. The application was restarted, and the customer was able to access the refrigerator without any issues. The customer verified functionality successfully. The system functioned as intended after the field service engineer repaired the device.